Event description:
It was reported via repair work order that the auxiliary cord was damaged and sparked against the frame. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.